Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 102 mg/dl, 86 mg/dl, 52 mg/dl, 102 mg/dl, 27 mg/dl and 27 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was provided; test strips were not returned.